Event description:
Nurse sheared a wire from the powerglide. They thought it might be user related. No pt involvement.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyd1294 showed no other similar product complaint(s) from these lot numbers.